Manufacturer narrative:
The reported event of noise was confirmed. As received a complete lead was returned in two pieces. Visual examination found full breach insulation degradation adjacent to the connector boot. The cause of the reported event was isolated to the breached insulation consistent with degradation. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
It was reported that the patient's right atrial lead exhibited oversensing of noise. The lead was removed and replaced. The patient was stable.